Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain/pain similar to fibromyalgia"), dry eye ("dry eyes"), feeling cold ("severe chilliness"), tremor ("tremors"), premature menopause ("early menopause"), loss of libido ("loss of libido"), nausea ("nausea"), pudendal canal syndrome ("inflammation of the pudendal nerve"), cardiovascular disorder ("poor blood circulation"), pain ankle ("ankles pain"), pain in extremity ("feet pain"), abdominal pain upper ("stomach pain"), abdominal distension ("swollen belly/bloating"), flatulence ("excessive gas"), faeces soft ("irritating soft stools"), balance disorder ("balance disturbances"), the first episode of disturbance in attention ("concentration problems"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling"), limb discomfort ("feeling of heavy legs"), feeling hot ("suddenly feeling very hot"), pruritus ("diffuse itching"), presyncope ("vagal discomfort"), tooth fracture ("tooth that breaks for no reason"), loose tooth ("tooth loosening"), psoriasis ("psoriasis of the scalp and elbows"), eye pruritus ("stinging, itchy eyes"), joint pain ("joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), musculoskeletal stiffness ("muscle stiffness"), memory impairment ("difficulty memorizing") and the second episode of disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, sleep disorder, weight increased, myalgia, dry eye, feeling cold, tremor, premature menopause, loss of libido, nausea, cardiovascular disorder, pain ankle, pain in extremity, abdominal pain upper, abdominal distension, flatulence, faeces soft, balance disorder, hyperhidrosis, paraesthesia, limb discomfort, feeling hot, pruritus, presyncope, tooth fracture, loose tooth, psoriasis, eye pruritus, tendon pain, ligament pain, musculoskeletal stiffness, memory impairment and the last episode of disturbance in attention outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, balance disorder, cardiovascular disorder, dry eye, eye pruritus, faeces soft, fatigue, feeling cold, feeling hot, flatulence, hyperhidrosis, ligament pain, limb discomfort, loose tooth, loss of libido, memory impairment, musculoskeletal stiffness, myalgia, nausea, pain ankle, pain in extremity, paraesthesia, pelvic pain, premature menopause, presyncope, pruritus, psoriasis, pudendal canal syndrome, sleep disorder, tendon pain, tooth fracture, tremor, weight increased, the first episode of disturbance in attention, joint pain and the second episode of disturbance in attention with essure. The reporter commented: the patient reported difficulty holding a phone for several minutes without changing hands, difficulty grasping and carrying objects, have trouble moving forward, performing daily tasks, managing day-to-day affairs, getting to work, being fulfilled and smiling, living in society, responding to requests, making decisions. I am tired, able to fall asleep during the day at work. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain / pain similar to fibromyalgia"), dry eye ("dry eyes"), feeling cold ("severe chilliness"), tremor ("tremors"), premature menopause ("early menopause"), loss of libido ("loss of libido"), nausea ("nausea"), neuritis ("inflammation of the pudendal nerve"), cardiovascular disorder ("poor blood circulation"), pain ankle ("ankles pain"), pain in extremity ("feet pain"), abdominal pain upper ("stomach pain"), abdominal distension ("swollen belly / bloating"), flatulence ("excessive gas"), faeces soft ("irritating soft stools"), balance disorder ("balance disturbances"), the first episode of disturbance in attention ("concentration problems"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling"), limb discomfort ("feeling of heavy legs"), feeling hot ("suddenly feeling very hot"), pruritus ("diffuse itching"), presyncope ("vagal discomfort"), tooth fracture ("tooth that breaks for no reason"), loose tooth ("tooth loosening"), psoriasis ("psoriasis of the scalp and elbows"), eye pruritus ("stinging, itchy eyes"), joint pain ("joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), musculoskeletal stiffness ("muscle stiffness"), memory impairment ("difficulty memorizing") and the second episode of disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, sleep disorder, weight increased, myalgia, dry eye, feeling cold, tremor, premature menopause, loss of libido, nausea, cardiovascular disorder, pain ankle, pain in extremity, abdominal pain upper, abdominal distension, flatulence, faeces soft, balance disorder, hyperhidrosis, paraesthesia, limb discomfort, feeling hot, pruritus, presyncope, tooth fracture, loose tooth, psoriasis, eye pruritus, tendon pain, ligament pain, musculoskeletal stiffness, memory impairment and the last episode of disturbance in attention outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, balance disorder, cardiovascular disorder, dry eye, eye pruritus, faeces soft, fatigue, feeling cold, feeling hot, flatulence, hyperhidrosis, ligament pain, limb discomfort, loose tooth, loss of libido, memory impairment, musculoskeletal stiffness, myalgia, nausea, neuritis, pain ankle, pain in extremity, paraesthesia, pelvic pain, premature menopause, presyncope, pruritus, psoriasis, sleep disorder, tendon pain, tooth fracture, tremor, weight increased, the first episode of disturbance in attention, joint pain and the second episode of disturbance in attention with essure. The reporter commented: the patient reported difficulty holding a phone for several minutes without changing hands, difficulty grasping and carrying objects, have trouble moving forward, performing daily tasks, managing day-to-day affairs, getting to work, being fulfilled and smiling, living in society, responding to requests, making decisions. I am tired, able to fall asleep during the day at work. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.